Event description:
As reported in j invasive cardiol 2010;22:e90-92, in "entrapment of a drug-eluting stent in lad and lm leading to a life-threatening complication," while attempting to deploy a 2.5 x 33 mm cypher sirolimus-eluting stent (cordis corp (B)(4)) across the lesion in the proximal lad, the physician failed to achieve an ideal implantation position. While attempting to pull the stent out from the mid-lad culprit lesion for further predilatation and/or debulking, the stent balloon and the 0.014 inch coronary guidewire suddenly came out, and only the unexpanded, entrapped stent itself remained in the proximal left main (lm) artery to the mid-lad. Immediate contrast dye injection showed drastically reduced distal lad flow (thrombolysis in myocardial infarction [timi] 1). The patient became hypotensive with chest pain, and urgent surgical a backup call was initiated. Immediate rewiring into the lumen of unexpanded entrapped stent was successfully performed using a 0.014 inch guidewire (bmw). An amplatz microsnare gooseneck loop snare (microvena corp (B)(4)) was successfully used to retrieve the entrapped stent.

Manufacturer narrative:
During this urgent bail-out situation, repetitive forceful guiding catheter manipulation and contrast dye injection produced a very large intimal dissection from the lm os to the proximal lad and lcx with acute thrombosis. After starting intravenous unfractionated heparin (24,000 units/24 hours) and intracoronary nitroglycerin, direct stenting with a 2.75 x 23 mm cypher in the proximal lcx at 10 atm and a 4.0 x 12 mm driver stent (medtronic) in the lm artery was successfully performed at 12 atm. The post-pci intravascular ultrasound (ivus) study using the clearview ultra ivus system (boston scientific corp (B)(4)) showed that the stent struts were accurately positioned between the distal lm at the lm bifurcation site and the lm os. Although the lm os was accurately covered by the stent, there was still focal significant intimal dissection extending to the aortic wall and to the proximal lad and lcx beyond the implanted stent strut. Furthermore, the mid-lad culprit lesion was predilated with 2.0 x 20 mm sprinter balloon at 8 atm, and then a 2.75 x 24 mm taxus paclitaxel-eluting stent (boston scientific) stent was successfully deployed at 10 atm with an adequate final angiographic result. Concomitant devices: 0.014 bmw guidewire (guidant corp.), amplatz microsnare gooseneck loop snare (microvena corp.) Driver stent (medtronic), ultra ivus system (boston scientific), taxus paclitaxel-eluting stent (boston scientific) and sprinter balloon. Concomitant medications: heparin and nitroglycerin, intra-procedure. As reported in j invasive cardiol 2010;22:e90-92, in "entrapment of a drug-eluting stent in lad and lm leading to a life-threatening complication," while attempting to deploy a 2.5 x 33 mm cypher sirolimus-eluting stent across the lesion in the proximal lad, the physician failed to achieve an ideal implantation position. While attempting to pull the stent out from the mid-lad culprit lesion for further predilatation and/or debulking, the stent balloon and the 0.014 inch coronary guidewire suddenly came out, and only the unexpanded, entrapped stent itself remained in the proximal left main (lm) artery to the mid-lad. Immediate contrast dye injection showed drastically reduced distal lad flow (thrombolysis in myocardial infarction [timi] 1). The patient became hypotensive with chest pain, and urgent surgical a backup call was initiated. Immediate rewiring into the lumen of unexpanded entrapped stent was successfully performed using a 0.014 inch guidewire (bmw). An amplatz microsnare gooseneck loop snare (microvena corp (B)(4)) was successfully used to retrieve the entrapped stent. During this urgent bail-out situation, repetitive forceful guiding catheter manipulation and contrast dye injection produced a very large intimal dissection from the lm os to the proximal lad and lcx with acute thrombosis. After starting intravenous unfractionated heparin (24,000 units/24 hours) and intracoronary nitroglycerin, direct stenting with a 2.75 x 23 mm cypher in the proximal lcx at 10 atm and a 4.0 x 12 mm driver stent (medtronic) in the lm artery was successfully performed at 12 atm. The post-pci intravascular ultrasound (ivus) study using the clearview ultra ivus system showed that the stent struts were accurately positioned between the distal lm at the lm bifurcation site and the lm os. Although the lm os was accurately covered by the stent, there was still focal significant intimal dissection extending to the aortic wall and to the proximal lad and lcx beyond the implanted stent strut. Furthermore, the mid-lad culprit lesion was predilated with 2.0 x 20 mm sprinter balloon at 8 atm, and then a 2.75 x 24 mm taxus (boston scientific) stent was successfully deployed at 10 atm with an adequate final angiographic result. The product is not available for evaluation. A review of the manufacturing records could not be conducted without a lot number. With the limited information available and without the product available for analysis, the complaint could not be confirmed and no determination regarding potential contributing factors could be made. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the events. Please note: (cypherous), represents an unknown cypher sirolimus drug-eluting stent. The catalog and lot numbers for the actual products used in the procedure are unknown and will not be available. In addition, this device is not distributed in the united states. However, it belongs to the same class of devices as the us distributed cypher sirolimus drug-eluting stent.